Manufacturer narrative:
Patient code: (B)(4). Device code: (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (netherlands) is experiencing difficulty recharging their ipg. It is uncertain when the patient last recharged their ipg due to the patient's other health related issues. Scans were taken and determined the ipg is not flipped or tilted. In addition the patient is no longer receiving stimulation. Surgical intervention may be pending to address this issue.